Event description:
Patient received 1-time doses of zemuron 9rocuronium) and etomidate to sedate him until he could be intubated anduntil propofol infusion could take effect. Nurse did not notice until later that slider had not activated when set was loaded, andpropofol was not infusing as a result. Because of 20-25 minute delay in infusion, patient was able to force the endotrach tube out with his tongue and required reintubation. Requested pump and tubing set be sent to alaris for investigation but neither were sequestered and they are therefore unavailable for evaluation. During the time frame of this event, alaris had determined that some sets manufactured were tighter to load, but would activated successfully if properly loaded with 2 hands as per the directons for use. Tip sheets for proper loading had previously been sent to this customer.